Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the patient that they had a seizure two weeks prior to the report and they fell backwards off a curb and hit their head and back. They had the stimulation off because they had the flu for a week. However, they still felt the stimulation. Since the fall, they felt a constant tingling in their leg where it was supposed to be and on the other leg also. They felt stimulation when sitting up, and it was stronger when they stood up and walked. It was almost like it was turned on even when it was not. Relevant medical history included failed back surgery syndrome and spinal pain. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.